Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that approximately 16 years following an intraocular lens implant procedure, she was experiencing not clear vision and halos around lights. She went to the emergency room and was diagnosed that the lens 'slipped'. She was referred to a retina specialist. The emergency room doctor stated she needs the lens removed because she is at risk of damaging her retina. She denies any injury to the eye. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the lens was removed and a vitrectomy was required.